Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Proposed component code: mechanical (g04)- stem . No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. A revision occurred approximately 7 years later due to elevated metal ion levels. During the revision trunnions was identified on the morse taper consistent with corrosion. A cyst and effusion was encountered. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 00778. Proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent a right hip arthroplasty that was subsequently revised approximately seven (7) years later due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was report that the patient underwent an initial right hip arthroplasty. Subsequently, the patient was revised due to elevated metal ion levels approximately 7 years later. During the revision trunnionosis was noted, a large effusion over the greater trochanter and posterior hip joint and large cyst was encountered was sent for aspiration and the lining was gradually excised. No intraoperative complications were reported.